Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photographs received. Visual evaluation of natural tibia trabecular metal two-peg porous fixed bearing left size d exhibits nicked and gouged and one peg fractured off. There was bony growth seen on the implant also, the bone cement remains and one peg has been cut off. The new information received changes the previously identified root cause to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: tibia catalog # 42530006701 lot # 62365096, femur catalog # 42500606201 lot # 62282754, art surface catalog # 42512400512 lot # 62383488, patella catalog # 42540000029 lot # 62446555. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to tibial loosening. It was further reported in patient's operative reports that there was lack of bony ingrowth noted on the tibial base plate. Also the patient was experiencing chronic discomfort.